Manufacturer narrative:
Insulin pump received with no button response due to unlocked lcd keypad connector. Unable to perform self test and displacement test due to no button response. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the esc button was not working. Customer¿s blood glucose was 202 mg/dl at the time of incident. Customer stated that the time was advancing. The insulin pump will not be returned for analysis.